Event description:
It was reported that the patient received inappropriate therapy due to a fracture of the right ventricular lead. Noise was also noted on the lead. The lead was capped and replaced. It was also reported that the device battery depleted early. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : (B)(4): the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant product : 5076 implantable pacing lead: (B)(6) 2005. 4194 implantable pacing lead: (B)(6) 2005. (B)(4).